Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after a successful trial phase. The system was explanted on (B)(6) 2023 due to onset of a new pain location (see MDR 3015425075-2023-00261). During the explant procedure it was noted that one of the implanted leads was encased in scar tissue and the physician elected to leave the lead in place rather than performing a more invasive procedure to cut it out. In (B)(6) 2023 the patient requested to have the remaining lead removed as it was perceived to be causing some discomfort for the patient. The explant took place on (B)(6) 2023.

Manufacturer narrative:
The information available does not suggest any failure or malfunction of the nalu system. There is no indication that the implanted components were improperly positioned in a manner that would cause pain symptoms. There is insufficient information available to draw any conclusions as to the cause of the patient's new pain symptom or subsequent perception of discomfort.